Event description:
Additional information was received. It was reported that a secondary intervention was performed to treat the proximal type I endoleak. The physician de-branched the great vessels and implanted an endurant extension resolving the proximal type I endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The current size of the aneurysm is 56 mm. The length of the aneurysm is 3 cm descending. It was reported that on an unknown date, a distal type I endoleak was observed due to a loss of distal seal. The device is reported to be fine. There was no reported action or intervention taken. The physician plans to extend further distal into the descending thoracic aorta. The physician implanted a valiant distal main which resolved the distal type 1 endoleak. However, there is a proximal type 1 endoleak and the plan is to debranch the great vessels and implant a proximal extension. No additional clinical sequelae were reported and the patient is being monitored.